Event description:
Waterpik evolution model wf-07w shocked me and the unit arced with smoke and burn marks on the housing after plugging it in while the waterpik representative was trying to troubleshoot the issue over the phone. There is a serious design flaw in the power unit. There already is a recall on similar units. This recall should be expanded to include the wf-07w.